Event description:
It was reported that prior to starting a da vinci surgical procedure, the pk dissecting forceps instrument tips were bent and misaligned. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .023 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the pitch cable was frayed at the proximal clevis hub. The clevis did not exhibit any wear. Frayed strands stuck out at the instrument's wrist. Other cables were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however;the frayed pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.